Event description:
Patient reported via regulatory agency a side unspecified "infection" and "38 breast implant illness symptoms". The device has been explanted and replaced.

Manufacturer narrative:
In response to FDA report number: mw5100467. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.